Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdominal jumping. The right atrial (ra) lead exhibited possible undersensing and high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.